Event description:
It was reported that a patient's pump was not turning on or lighting up, despite being fully charged, and the screen went blank unexpectedly. There was no reported adverse impact. Upon follow up, customer stated issue was resolved and no additional troubleshooting is needed at this time.